Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it made a high pitched noise, failed test bench power test and the coupling head was worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
During subsequent follow-up with the customer, it was reported that there were two battery casing devices used with the small battery drive device. Therefore, this is report 3 of 3 of the same event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified orthopedic surgical procedure, it was observed that the small battery drive device was running slow. It was further reported that the device had low power. There were no delays to the surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.